Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and appears to be related to the use of the device. One 5 fr dl powerpicc solo catheter was returned for investigation. Infusion caps were attached to both luer hubs. A segment of a secureacath device was also returned. The sample was flushed with water using a 12 ml syringe and a leak was observed near the proximal end of the catheter. Microscopic observation of the leak location revealed a circumferential split in the catheter 2 mm from the winged hub. The split surface was observed to be rough and granular. A matte discoloration was present near the split edges. The catheter was cut near the split location in order to measure the wall thickness. The wall thickness was found to be within manufacturing specification. The characteristics of the split suggests repeated kinking leading to material fatigue was a likely contributing factor for the reported event. The securement method may also contribute to preferential kink locations. The product instructions for use (IFU) states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of recz1423 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported by staff that while attempting to draw bloods from this line, line was flushing well but when dressing was removed a split in the line could be seen. PICC was removed intact. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of recz1423 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported by staff that while attempting to draw bloods from this line, line was flushing well but when dressing was removed a split in the line could be seen. PICC was removed intact. There was no reported patient injury.